Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a sales representative and forwarded by our local affiliate (B)(4). This case is associated to case (B)(4) by reporter. This case involves a (B)(6) female pt who received 3-4 sessions (nos) of poly-l-lactic acid (sculptra) therapy (dates nos). Poly-l-lactic acid was not mixed with any other product. Relevant medical history was not mentioned, and the reporter had no proof that the pt received any previous esthetic treatments, or had any autoimmune disease. Concomitant medication info was not mentioned. Sometime in (B)(6) 2008, after two yrs of having received treatment, the pt developed nodules all over her face. Corrective treatment was to include saline solution and massaging, but they had not yet been initiated at the time of this report.

Manufacturer narrative:
(B)(4). Reporter's causality assessment: possible.